Event description:
Device was removed from the pt due to "malfunctioning deflation".

Manufacturer narrative:
Cylinder performed within specifications. Cylinder had or damage.

Manufacturer narrative:
Cylinder performed within specifications. Cylinder had or damage.